Event description:
On (B)(6) 2012, customer reported that the lh500 instrument had 5 microliters of liquid leak from the manual probe while switching from auto to manual mode, or vice versa. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and adjusted the probe rise block. Fse performed instrument verification. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).